Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she confirmed that she witnessed sparking at the exposed wires at the strain relief, however, she did not see fire, flame, melting, evidence of burning or a breach in the transformer housing. She also indicated that she wraps the cord around the transformer housing for storage and confirmed that no injuries were sustained as a result of the issues. In summary, a breach in the insulation on the dc output cord at the strain relief was present, exposing wires which did not result in a short but which could result in sparking. Should additional info be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the power supply revealed no deformations or breaches of the transformer housing. A visual examination of the cord revealed exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 12.5 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 58.3 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that her power supply for her breast pump has exposed wires and that she witnessed sparking, but no injuries were sustained as a result of the issue.